Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer administered correction insulin by injection and did not require help from any third party. Technical support guided customer to reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if problem returned.